Manufacturer narrative:
Medwatch sent to FDA on 07/13/2016. (B)(4). The events are physiological complications and analysis of the device does not generally assist allergan in determining a probable cause for this event. Serial number is not available at this time. It is not known if the device will be returned. Request for information has been performed. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl." Device history record: "review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from oracle was verified and there was not any scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell runs number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications."

Event description:
Medical staff reports: "alcl related to the implant on the right side. Acl cd30+. Alk negative. Explant surgery, capsulectomy and sampling of palpable nodules in the axillary tail of the right breast and the axillary hollow right. No break, peri-prosthetic serum, double capsule, yellowing of the implant. Fluid outpouring: citrine and cloudy appearance and tissue deposits." The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Medwatch submitted to FDA on 08/23/2016. Device will be returned, but has not yet been received.

Event description:
Medical staff reports: "alcl related to the implant on the right side. Acl cd30+. Alk negative. Explant surgery, capsulectomy and sampling of palpable nodules in the axillary tail of the right breast and the axillary hollow right. No break, peri-prosthetic serum, double capsule, yellowing of the implant. Fluid outpouring: citrine and cloudy appearance and tissue deposits." The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
Device analysis summary: visual analysis of the returned device identified: yellow particles, deformation, bubbles, voids and color gel cloudy between shell and gel caused for the autoclave process. A weight test of the explanted material was verified and it was above weight specification.

Event description:
Medical staff reports: "alcl related to the implant on the right side. Acl cd30+. Alk negative. Explant surgery, casulectomy and sampling of palpable nodules in the axillary tail of the right breast and the axillary hollow right. No break, peri-prosthetic serum, double capsule, yellowing of the implant. Fluid outpouring: citrine and cloudy appearance and tissue deposits." The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A further investigation was raised due to observation during the analysis of the device that unopened device was over weight specification: according to the information gathered during the investigation, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. During the device analysis lab it was found overweight in the device, according to (B)(4), however, this workmanship is not related to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with overweight will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Medical staff reports: "alcl related to the implant on the right side. Acl cd30+. Alk negative. Explant surgery, capsulectomy and sampling of palpable nodules in the axillary tail of the right breast and the axillary hollow right. No break, peri-prosthetic serum, double capsule, yellowing of the implant. Fluid outpouring: citrine and cloudy appearance and tissue deposits." The device has been explanted. This record relates to the right side.